Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with pacemaker device stated that device was burning and spoke with the physician. This device remains in service. No adverse patient effects were reported.